Event description:
It was reported that the high voltage lead impedance and threshold rose to high measurements. A lead fracture was suspected. Programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01 implantable pulse generator (ipg) 2011 (B)(6); 5076 implantable pacing lead 2004 (B)(6). (B)(4).